Event description:
The doctor reported the implant was removed due to osseointegration failure 2 months after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was moderate. During the surgery, local infection was observed.

Manufacturer narrative:
Brand name was initially reported as "superline." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.

Event description:
The doctor reported the implant was removed due to osseointegration failure 2 months after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was moderate. During the surgery, local infection was observed.